Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where an infusion set cannula was fallen off from tubing on (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The site insertion was around the waist. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.